Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels ranging from 46 to 62 (mg/dl). The customer attributed the cause of the low bg to having fast acting insulin within the body and resuming pump therapy. Juice was consumed to treat the low bg level. Recommendation was made to consult with healthcare provider regarding pump therapy.